Manufacturer narrative:
The unit had no unexpected motor error alarms, low reservoir alarms, or audio beep anomalies during testing. The low reservoir feature functioned properly during testing. The unit passed the pump self-test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, and excessive no delivery test. The unit had a corroded motor home switch, a minor scratched lcd window, a cracked reservoir tube lip, and a scratched reservoir tube window. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed motor error and kept beeping. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.